Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had a seizure and was taken to the hospital. It was not reported who assisted the patient and how they got to the hospital. The patient could not provide event details only that they regained consciousness on the day of the report ((B)(6) 2025) and was currently still in the hospital. The patient could not provide information about how the cgm was functioning during the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).